Event description:
It was reported the patient had an unknown sling implanted and experienced retention. Another continence device was implanted on (B)(6) 2015. No further patient complications were reported in relation to this event.

Manufacturer narrative:
The specific model of sling was not reported.